Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a high-pressure alarm occurred frequently. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and no physical damaged was found. Review of the event history log (ehl) showed a high-pressure alarm occurred continuously during pump operate. The customer reported issue was confirmed. The occlusion pressure detection level was within the standard. However, it was near the lower limit of the standard. The possible cause is the occlusion pressure detection level was near the lower limit of the standard, or the downstream sensor seal has bubble. Replaced the downstream sensor (dso) seal and the downstream sensor re-calibration. The device passed all functional testing after repair.